Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Tg3710/06225414 = UDI: (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of aneurysmal false lumen using one gore tag thoracic endoprosthesis. Prior to the device implant, an axillo-axillary bypass surgery was performed. The device was implanted for the proximal extension of a previously implanted stent graft of another manufacturer. A proximal type I endoleak was identified during final angiography; however the physician elected to monitor the patient. The cause of the endoleak was reported to be unknown. The patient tolerated the procedure. On (B)(6) 2009, post-operative follow-up imaging showed that the diameter of the aneurysm was 52mm. The proximal type I endoleak reportedly persisted. On (B)(6) 2010, the patient was discharged. On (B)(6) 2013, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 64mm. The proximal type I endoleak reportedly persisted. According to the (B)(4), no further information is available.